Event description:
The doctor was lasing when he saw a piece of the fiber pop off. The doctor then had to search, and was able to successfully remove the broken piece from the patient's nose. Upon inspecting the fiber, the nurse noticed the black overcoat appeared burnt and shriveled. No injuries.